Event description:
Technician alleged that the head end of the bed will not rise. No pt impact.

Manufacturer narrative:
The technician found the cause to be the head hi/low up solenoid valve is stuck. The technician replaced the head hi/low up solenoid valve to resolve the issue.